Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was approximately 600 mg/dl. Customer administered a manual injection to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.